Manufacturer narrative:
The patient weight was not provided. FDA approval for heartmate 3 lvas was received on (B)(4) 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 2 years. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital on (B)(6) 2018 due to a wound healing disorder of the driveline with evidence of methicillin-resistant staphylococcus aureus. A pronounced dermal exacerbation was observed in the area of the dressing. Unspecified changes to the patient¿s medication were made. The patient was discharged from the hospital on (B)(6) 018. No additional information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A direct correlation between the device and the reported infection could not conclusively be established through this evaluation. Infection is listed in the instructions for use (IFU) as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The patient remains ongoing on heartmate 3 lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.